Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The helix was able to be extended/retracted and turned within specification.

Event description:
It was reported that during the implant procedure, the physician had difficulty determining if the helix had retracted under the x-ray during repositioning. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.